Event description:
Report of overinfusion with tpn and 6060 pump. Patient's pump empties early-unsure how early-including 150 ml overfill. Pump empties bag at some point during 3 hr down ramp. Patient thinks it is infusing during "most" of the down ramp.